Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, near the end of the procedure before the patient left the operating room, there was a small burn approximately 1.5 inches long, perpendicular to the patient's abdominal incision near the midline. It was stated that the burn resulted from an instrument touching the skin while activating the bovie. Silverdene cream was applied.